Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840, serial# (B)(4), product type programmer, physician.

Event description:
Additional information was received. The serial number of the physician programmer was received. No further complications were anticipated.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: explanted: product type catheter product ID 8840 lot# serial# (B)(4) implanted: explanted: product type programmer, physician product ID 8709sc lot# serial# (B)(4) implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter serial number was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen (2,000 mcg/ml at 100 mcg/day) via an implantable pump for an unknown indication for use. It was reported that following a synchromed ii pump replacement on (B)(6) 2017, a patient experienced baclofen overdose symptoms. The hcp stated that he had difficulty withdrawing all the intrathecal baclofen (itb) from the implanted catheter. He then flushed the catheter and performed a contrast dye study, resulting in approximately 300 mcgs of itb to be given to the patient. The patient was given a priming bolus post procedure to refill the catheter post op as per instruction from the hcp, and after checking if the line had been cleared. The hcp did not mention to the representative that extra itb had been administered, or that he had not withdrawn all the drug. On the return to recovery, the patient became increasingly unresponsive and had episodes of apnea. ¿oxygen sats¿ remained stable throughout. The patient¿s airway was externally supported during this time, and then a guidels airway was used intermittently. Two doses of flumethazine were given to the patient via IV and the pump was stopped immediately so no more itb was given. It was noted that obstructive sleep apnea was a possible factor that may have contributed to the issue. No troubleshooting or diagnostics were performed. The patient had recovered as of (B)(6) 2017 with no sequelae. The pump was restarted on (B)(6) 2017 at approximately 11 am, so it was in stopped pump mode for 23 hours. The patient¿s status was alive ¿ no injury. The patient¿s medical history included incomplete quadriplegic, spasticity, chronic pain, and obstructive sleep apnea. Additional information was received. The results of the catheter dye study indicated that the catheter was patent. When the hcp was experiencing difficulty withdrawing the itb, it was through the catheter access port (cap). The cause of this difficulty was not given by the hcp.